Event description:
Healthcare professional later confirmed baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ white calcification observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side patient noticed change in the size of breasts and asymmetry. Patient also has textured implants. Healthcare professional additionally reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side patient noticed change in the size of breasts and asymmetry. Patient also has textured implants. Healthcare professional additionally reported capsular contracture baker grade unknown. Device has been explanted and replaced.